Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the display lens was scratched, obstructing the screen. Additionally, the text on the display screen was dim, faded, and discolored. The contrast setting was set at 8; the contrast was increased to the maximum of 10 with little improvement observed. (B)(6).